Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements that was greater than 2000 ohms, which led to a lead safety switch (lss). Technical services (ts) noted that this appeared to be physiologic and recommended evaluating in clinic and programming changes. No adverse patient effects were reported. This rv lead remains in service.